Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The following information was requested, but unavailable: to sales rep: is a picture available? If yes, please send.

Event description:
It was reported that during a sleeve gastrectomy procedure, she was on her third firing without buttress material however clipped the previous firing. She reported that in the past the gun would lock out over a clip but in this case the gun fired however the sleds on the patient side did not fire staples. The staples were all bunched up on the patient side at the distal tip. She continued with the same stapler and with a different reload. She came more lateral to the previous misfire and staples formed properly. There were no patient consequences. One device was discarded.